Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time was setting itself 11 minutes ahead. Cause was not known. There was no reported impact to blood glucose.